Event description:
Information was received from a patient (pt) regarding an external device. Pt was very hard to hear at times during call due to a bad connection. The reason for call was patient stated the controller died over the weekend. Pt said they charged their implant to 80% on friday, but then charging stopped so they figured they just 'weren't in the right place.' The next morning, the controller didn't work and presented 'software problem' message (no additional information was provided according to pt). Patient was not able to turn controller on at all during the call. Patient service specialist had patient remove the battery pack from the controller, and patient said the 'little flipper thing' that helps you pull the battery out was broken. Patient then said the plastic top of the battery was coming apart and they could see internal parts of li battery. Pt couldn't remove battery from controller. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Pt mentioned they would be very grumpy without use of ins; agent understood pt didn't have stim turned on and was in pain, though they didn't say that specifically. Pt mentioned they're seeing hcp on the 10th but did not disclose why.

Manufacturer narrative:
Continuation of d10: product ID :97745, lot# serial# unknown,product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was received. Analysis was performed on returned device.

Manufacturer narrative:
Concomitant medical products: product ID 97745, lot#/serial# unknown,product type programmer, patient h3: analysis of the 97745 intellis controller (s/n unknown) revealed broken front case causing case separation, charge issues, power loss and blank/white display. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.